Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of a 0250-000 calibrated drill broke during use while being used in a regular fashion. Then, a 0109-150 1.5mm guide pin broke during use while trying to be removed in a regular fashion, and the broken piece was not able to be removed from the patient. The case was completed successfully. This occurred during a reverse total shoulder revision procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically misuse of the device. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.